Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The analyst commented that the stylet test failed and then performed destructive analysis which found blood obstruction in distal coil within the connector leg location. (B)(4).

Event description:
It was reported that during implant attempt, the physician was unable to pass a stylet. The lead was not used and was replaced. No patient complications have been reported as a result of this event.